Event description:
This is a pt who was undergoing a laproscopic cholecystectomy. During the procedure it was noted that a 1 mm chip was in the end of trocar. The trocar was an innerdyne 5mm reusable trocar. Pt's abdomen was irrigated. The irrigant was strained with no debris noted. The physician opted not to open the pt as the 1 mm piece would probably not harm the pt.